Event description:
It was reported, that balloon rupture occurred. The 70% stenosed target was located in the mildly tortuous, and moderately calcified vessel below the knee. A 2.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the initial inflation at nominal pressure in less than a minute, the balloon ruptured. The device was removed successfully from the patient's body. And the procedure was completed with different device, with no patient complications were reported.

Manufacturer narrative:
Returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed buckling to the inflation lumen and guidewire lumen 45mm from the tip. Microscopic examination revealed a hole in the inflation lumen 107mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found a hole in the inflation lumen.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target was located in the mildly tortuous and moderately calcified vessel below the knee. A 2.0mm x 100mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the initial inflation at nominal pressure in less than a minute, the balloon ruptured. The device was removed successfully from the patient's body and the procedure was completed with different device with no patient complications were reported.